Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available. It should be noted that this specific model is not sold in the united states, so it is not in gudid.

Event description:
The user facility reported that an employee obtained a burn on their hands while handling a package of vaprox hc sterilant that was damaged upon arrival. No medical treatment was administered and the employee returned to work.